Event description:
Date of event is approximately (B) (6) - (B) (6) 2008. Customer reported filter broke apart from tubing. Set was received and investigation completed on (B) (6) 2009 confirmed the separation. No stress marks were noted, and sufficient bonding solvent was noted to be present on microscopic exam. Root cause of the failure could not be identified.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested and all available info is included in sections a and b. This report was filed by the MFR.